Event description:
The customer reported there is missing data information, an access point is down. The biomed stated the wireless signal is weak, telemetry is down on the first, second and third floor. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The field service engineer (fse) went to the customer's site. The fse reloaded the switch and reset other its components - sync, apc and the ap's. The fse monitored the system and ensured all access points (ap) were registered and associated to their corresponding aps's. The whole system was confirmed to be in good working order.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and noted 25 telemetry access points, areas clc, 1st, 2nd, 3rd, 5th floor, 6e and 6w areas were affected. The issue has been isolated to be hardware, apc1 and apc3 were down. There was no malfunction on pic, it was on the philips network. The fse rebooted the switch and reset other its components. After reboot, confirmed all apcs and aps came up good. He acknowledged all the yellow banners with wireless monitoring loss message. He monitored the system while walking into different departments and made sure all were fine. All aps are registered and associated to their corresponding aps's. Confirmed whole system is in working order.